Event description:
Additional information was received indicating defibrillation threshold (dft) testing was performed to test the system due to the high shock impedance measurements. During testing an open lead condition was observed. Boston scientific technical services (ts) discussed clearing the code and re-evaluating the device. Additionally, lead replacement was recommended. It was reported the patient no longer needed ICD therapy and may not undergo a replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. It was reported the patient had recently undergone a device change out procedure and measurements have been out of range since that time. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed and this system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.